Manufacturer narrative:
Results and conclusion summation: product performance engineer reviewed the incident info. It should be noted that it is recommended in the "warning before use section" of the japan zeta IFU to "use this device with pre-dilate the lesion to the reference diameter of the lesion. [If not, there is a possibility of uncross the lesion]. Potential causes of balloon rupture include, but are not limited to, flaws (thin wall) in balloon material, mechanical damage from the makers or damaged stent, mechanical damage from interaction with another device or anatomy. It is likely that the reported eccentric, mildly calcified lesion and that no predilatations may have caused or contributed to the balloon rupture.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to a serious injury. Device issue: balloon rupture. It was reported that a zeta stent delivery system (sds) was used for a direct-stenting procedure. The stent implant was deployed at 8 atm; however, when the balloon was further inflated at 12 atm, the balloon ruptured. Reportedly, there was no pt injury. No add'l event or pt info is available.